Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. The patient did not charge the ipg in months. As a result, the ipg was deemed inoperable. Consequently, the ipg was explanted and replaced. Therapy resumed post procedure.